Event description:
A percutaneous coronary intervention (pci) was performed for a 70% stenosed and non tortuous lesion located in the mid right coronary artery (rca). An intravascular ultrasound (ivus) imaging catheter was used to view lesion. Two stents were implanted and ivus was used again to view the lesion. Resistance was met upon removal of the ivus catheter, it is believed that the ivus catheter had became "hung up" on the stent strut. The catheter was removed; however, it had pulled back the stent. Another stent was successfully implanted and the case completed. The patient condition was reported as "fine".

Event description:
A percutaneous coronary intervention (pci) was performed for a 70% stenosed and non tortuous lesion located in the mid right coronary artery (rca). An intravascular ultrasound (ivus) imaging catheter was used to view lesion. Two stents were implanted and ivus was used again to view the lesion. Resistance was met upon removal of the ivus catheter, it is believed that the ivus catheter had became "hung up" on the stent strut. The catheter was removed; however, it had pulled back the stent. Another stent was successfully implanted and the case completed. The patient condition was reported as "fine".

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. The DHR review showed that the lot met all required specifications. No similar complaints were found in this lot. Visual analysis of the returned unit found no fluid was inside the hub, no kink was observed in the sheath assembly and the guidewire exit port was slightly lifted. A test guidewire (0.014") was inserted into the exit port and no indication of resistance in tracking the guidewire into the catheter was noted. Imaging core wind up in the telescope assembly, a design issue, was observed and appears to be unrelated to the reported issue. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the condition of the returned catheter, the event description, and the anatomical and procedural factors encountered during this procedure, the root cause of the catheter stuck in stent issue has been determined to be due to operational context. The manufacturer will continue to monitor complaint trends for this product.

Manufacturer narrative:
(B)(4). New code request has been submitted for stuck in stent.